Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, implant malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, a reservoir, and three pieces of detached inlet tubing were received for evaluation. Examination and testing of the returned components revealed a separation near the base of the bladder of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to be due to an aneurysm. Surface abrasion is noted on all tubes and all strain relief of the pump. Partial separations within abrasion are noted on the longer exhaust tube of the pump, on the exhaust tube of cylinder #1 and cylinder #2, on the inlet tube of the reservoir, and on the piece of detached connector inlet tubing. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1, the reservoir, or the 3 pieces of detached inlet tubing. Based on quality's examination, quality concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 2. Quality further concluded that this pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 3120541. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.